Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging appearance of plaques on the tongue and mouth. The patient required a biopsy through surgical excision in march 2023 for carcinoma in the oral cavity. At this time, no further investigation can be performed because there is no patient information and no serial number provided. If any addition information is received at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device has not yet been returned to manufacturer for evaluation.